Event description:
A core console with irrigation pump was sent for evaluation because it would not power up and it was overheating. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The power button was broken.